Event description:
The customer reported that there was an iris pot error. The malfunction on the 9600 system prevents the x-ray function from working and it will shut the system down. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.